Event description:
It was reported a steam pop occurred while ablating a right atrial tachycardia. The user was ablating near the coronary sinus ostium with normal temperature, impedance and power values. An ept1000 generator was used, 50w max, 55 degrees temperature. There was no drop in impedance, power was at 35-40 w during rf with the temp at 47-52 degrees. The pt had no acute hemodynamic events but did state that she heard and felt pain from the steam pop. The pt was heparinized due to using an ensite array and mapping in the left atrium through a pfo. The morning after the procedure an echo was performed which revealed the effusion from six weeks earlier had worsened. The physician felt the steam pop did not cause a perforation, but rather a small "abrasion" that "oozed" blood into the pericardium. The pt was in stable condition. The pt had been documented with a pericardial effusion of unk etiology 6 weeks prior to this procedure.

Manufacturer narrative:
The device was not returned for evaluation and review of the device history record was not possible as the lot number is unk. The cause for the reported bleeding could not be conclusively determined. It should be noted the pt had been documented with a pericardial effusion of unk etiology 6 weeks prior to this procedure. Additionally, the pt was heparinized due to using an ensite array and mapping in the la through a pfo. (B)(4)